Manufacturer narrative:
B3: 2025 is the reported year of the event but exact month and day were not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a buckling uso seal and a delaminating dso seal. The dso/uso seals were replaced to fix the issue.

Event description:
It was reported that the case at the battery door of the device was broken. The results of the investigation found that the device's downstream occlusion (dso) seal was delaminating, and the upstream occlusion (uso) seal was buckling. There was no patient involvement.